Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as occurring 2-3 weeks ago). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the plunger, suture, link, needles, and cuffs were not returned with the device; therefore, the scope of this investigation was very limited. Inspection of the returned device revealed no needle strike mark at the posterior foot to suggest that the posterior needle struck the foot instead of engaged with the cuff during needle deployment. Also, there were no abnormal observations. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There was no observable resistance while retracting the proxy needle plunger to suggest that a suture break, link detachment or cuff detachment might have been occurred during the suture retrieval process. Based on the investigation findings, the reported product experience could not be confirmed and a cause related to the device could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. Overall, there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the product experience that occurred is unknown. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. Though requested, additional information was not provided.